Event description:
Customer reportedly received results of 295 mg/dl and 134 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.